Event description:
It was reported the pump returned with a volume saying 100.0ml, but also states that 93.0ml was given. Per reporter the bag or cassette is empty and the pump was giving the patient difficulty turning off. Pump showed there was more to deliver when the patient returned than what the pump was programmed to deliver when the patient left the facility. They used a syringe to prime the lines. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the volume used to prime the tubing was not counted into the amount infused, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com.